Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead had fracture. Additional information received indicates that the fracture was confirmed via suspected high impedance. This lead remains in service. No adverse patient effects were reported.